Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 135.5 cm from its proximal end and additional bends and kinks were present on multiple locations along its length. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Further evaluation revealed a kink just proximal to the pusher assembly mid-joint. If the pusher assembly is retracted proximal to the introducer sheath friction lock, resistance may be experienced during advancement and damage such as a pusher assembly kink may occur. During the functional test, the smart coil was unable to be advanced from its starting position within the introducer sheath; therefore, the introducer sheath was removed distally from the pusher assembly, and the smart coil was re-sheathed correctly. The smart coil was then able to be advanced out of its introducer sheath without an issue. Subsequently, resistance was encountered as the pusher assembly kink proximal to the pusher assembly mid-joint entered the hub of the demonstration microcatheter, and the smart coil could not be advanced any further. Further evaluation revealed additional bends and kinks along the length of the pusher assembly. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.